Manufacturer narrative:
Date of event: event date is estimated.

Event description:
Related manufacturer report number: 1627487-2023-01814, 1627487-2023-01815. It was reported that the patient's octrode leads had high impedances. Surgical intervention was undertaken and the leads were explanted and replaced. During the procedure a quattrode lead was not attached to any generator and the lead was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.